Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (balloon test) was done which showed essure is in the right place. Concurrent conditions included lower abdominal pain, neuropathy and chiari malformation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neurological conditions or problems"), the first episode of abdominal pain ("abdominal pain shooting to anus"), abdominal pain lower ("painful cramps/cramps with abdominal pain"), vaginal haemorrhage ("abdominal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and the second episode of abdominal pain ("abdominal pain shooting to anus") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, female sexual dysfunction, hormone level abnormal, dyspareunia, migraine, headache, nervous system disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: in pfs, essure start date was reported as 2011. Most recent follow-up information incorporated above includes: on 24-may-2019: pfs and mr received: this case becomes incident. Previously reported event injury was deleted and new events added. New events- heavy bleeding, apareunia, hormonal changes, dyspareunia (painful sexual intercourse), migraines, headaches, neurological conditions or problems, painful cramps/cramps with abdominal pain, abdominal pain shooting to anus, painful cramps, abdominal bleeding (vaginal), abdominal bleeding (menorrhagia), heavy bleeding were added. Indication was updated. Patient date of birth was added. New lot number was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (balloon test) was done which showed essure is in the right place. Concurrent conditions included lower abdominal pain, neuropathy and chiari malformation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neurological conditions or problems"), the first episode of abdominal pain ("abdominal pain shooting to anus"), abdominal pain lower ("painful cramps/cramps with abdominal pain"), vaginal haemorrhage ("abdominal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and the second episode of abdominal pain ("abdominal pain shooting to anus") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, female sexual dysfunction, hormone level abnormal, dyspareunia, migraine, headache, nervous system disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: in pfs, essure start date was reported as 2011. Lot number: 959221. Manufacture date: 2012-04 , expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/abnormal bleeding (general)'), vaginal haemorrhage ('abdominal bleeding (vaginal)'), menorrhagia ('abdominal bleeding (menorrhagia)'), arnold-chiari malformation ('neurological conditions or problems type: chiari malformation') and abdominal pain upper ('stomach pain') in a 35-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (balloon test) was done which showed essure is in the right place. Current weight 177 lbs. Concurrent conditions included lower abdominal pain, neuropathy, prolapsed lumbar disc, muscle spasms and carpal tunnel syndrome. Concomitant products included morphine since 2015 for carpal tunnel syndrome as well as milnacipran hydrochloride (savella) since (B)(6) 2019 and tizanidine since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), migraine ("migraines/migraines/headaches severe migraine"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and fatigue ("fatigue") and was found to have weight decreased ("weight gain/loss(specify which one)loss"). In 2014, the patient experienced vaginal cyst ("rashes or skin conditions type: cyst on vaginal area"), vision blurred ("vision/eye problems type: blurred vision") and amblyopia ("vision/eye problems type: lazy right eye"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), headache ("headaches"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("abdominal pain shooting to anus"), female sexual dysfunction ("apareunia"), abdominal pain lower ("painful cramps/cramps with abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract infection ("uti,"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone, oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation, brain surgery on (B)(6) 2019, gall bladder surgery on 2013 and ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, arnold-chiari malformation, abdominal pain upper, dysmenorrhoea, mood swings, abdominal distension, migraine, headache, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal cyst, amnesia, back pain, fatigue, alopecia, vision blurred, amblyopia, weight decreased, depression, anxiety, abdominal pain, female sexual dysfunction, hormone level abnormal, abdominal pain lower, pelvic pain, metrorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amblyopia, amnesia, anxiety, arnold-chiari malformation, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal cyst, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: in pfs, essure start date was reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: total bilateral occlusion. Lot number: 959221. Manufacture date: 2012-04 , expiration date: 2015-04-30. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received: patient initials updated. Race added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/abnormal bleeding (general)'), vaginal haemorrhage ('abdominal bleeding (vaginal)'), menorrhagia ('abdominal bleeding (menorrhagia)'), arnold-chiari malformation ('neurological conditions or problems type: chiari malformation') and abdominal pain upper ('stomach pain') in a 35-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (balloon test) was done which showed essure is in the right place. Current weight 177 lbs. Concurrent conditions included lower abdominal pain, neuropathy, prolapsed cervical disc, muscle spasms and carpal tunnel syndrome. Concomitant products included morphine since 2015 for carpal tunnel syndrome as well as milnacipran hydrochloride (sabella) since (B)(6) 2019 and tizanidine since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), migraine ("migraines/migraines/headaches severe migraine"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and fatigue ("fatigue") and was found to have weight decreased ("weight gain/loss(specify which one)loss"). In 2014, the patient experienced vaginal cyst ("rashes or skin conditions type: cyst on vaginal area"), vision blurred ("vision/eye problems type: blurred vision") and amblyopia ("vision/eye problems type: lazy right eye"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), headache ("headaches"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("abdominal pain shooting to anus"), female sexual dysfunction ("paramenia") and abdominal pain lower ("painful cramps/cramps with abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone, oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation, brain surgery on (B)(6) 2019, gall bladder surgery on 2013 and ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, arnold-chiari malformation, abdominal pain upper, dysmenorrhoea, mood swings, abdominal distension, migraine, headache, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal cyst, amnesia, back pain, fatigue, alopecia, vision blurred, amblyopia, weight decreased, depression, anxiety, abdominal pain, female sexual dysfunction, hormone level abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amblyopia, amnesia, anxiety, arnold-chiari malformation, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, vaginal cyst, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: in pfs, essure start date was reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2012: total bilateral occlusion. Lot number: 959221 manufacture date: 2012-04 , expiration date: 2015-04-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: mood swings, bloating , abnormal bleeding (general) ,abnormal bleeding (vaginal, menorrhagia) , anxiety/ depression, cyst on vaginal area , bladder or urinary problems or changes , migraines / headaches, nausea, chiari malformation, memory loss, dysmenorrhea (cramping), brain surgery, dyspareunia (painful sexual intercourse), blurred vision/ playwright eye, fatigue, hair loss, gall bladder surgery, stomach/back pain, abdominal pain, weight loss were added. New reporter added. Concomitant drugs and conditions were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/abnormal bleeding (general)'), vaginal haemorrhage ('abdominal bleeding (vaginal)'), menorrhagia ('abdominal bleeding (menorrhagia)'), arnold-chiari malformation ('neurological conditions or problems type: chiari malformation') and abdominal pain upper ('stomach pain') in a 35-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (balloon test) was done which showed essure is in the right place. Current weight 177 lbs. Concurrent conditions included lower abdominal pain, neuropathy, prolapsed lumbar disc, muscle spasms and carpal tunnel syndrome. Concomitant products included morphine since 2015 for carpal tunnel syndrome as well as milnacipran hydrochloride (savella) since (B)(6) 2019 and tizanidine since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), migraine ("migraines/migraines/headaches severe migraine"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and fatigue ("fatigue") and was found to have weight decreased ("weight gain/loss(specify which one)loss"). In 2014, the patient experienced vaginal cyst ("rashes or skin conditions type: cyst on vaginal area"), vision blurred ("vision/eye problems type: blurred vision") and amblyopia ("vision/eye problems type: lazy right eye"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), headache ("headaches"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("abdominal pain shooting to anus"), female sexual dysfunction ("apareunia"), abdominal pain lower ("painful cramps/cramps with abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract infection ("uti,"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone, oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation, brain surgery on (B)(6) 2019, gall bladder surgery on 2013 and ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, arnold-chiari malformation, abdominal pain upper, dysmenorrhoea, mood swings, abdominal distension, migraine, headache, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal cyst, amnesia, back pain, fatigue, alopecia, vision blurred, amblyopia, weight decreased, depression, anxiety, abdominal pain, female sexual dysfunction, hormone level abnormal, abdominal pain lower, pelvic pain, metrorrhagia, dermatitis allergic, urinary tract infection, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amblyopia, amnesia, anxiety, arnold-chiari malformation, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal cyst, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: in pfs, essure start date was reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: total bilateral occlusion. Lot number: 959221 manufacture date: 2012-04 , expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received events " pelvic pain, metrorrhagia, gi conditions,allergy- rash/skin condition, uti, vaginal discharge" were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.